Event description:
During a duodenal ulcerorraphy procedure, the suture broke. The surgeon applied another product without pt injury.

Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.